Manufacturer narrative:
Citation: liao cw and kao hl. The price of premature withdrawal (wire). Journal of the american college of cardiology. 2014; volume 63, issue: 12, pages: s207-s208. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding a (B)(6) male patient with severe aortic stenosis and mild to moderate aortic regurgitation who underwent implant of a 29-mm medtronic corevalve (serial number not provided). After deployment, the proximal valve stent was noted as deformed inside the calcified annulus. While retracting a wire back thru the valve stent strut, the valve became dislodged. The valve was left in the aortic arch, and a second 29-mm corevalve was successfully deployed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.